Event description:
A baby was having an umbilical artery catheter (uac) removed per physician order when the line was gently pulled to see if it was tight in the sutures, the line snapped in half. A nurse held the umbilical stump with the end of the broken line in her hands and the doctor was able to grab the rest of the broken piece and remove the rest from the infant.